Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that insyte autoguard pnk 20ga x 1.16in was defective and leaked. The following information was provided by the initial reporter: the patient was punctured with a jelco 20 catheter, however, serum leakage was found during insertion of the puncture, puncture was removed and the catheter was found to be defective. Hole in the silicone catheter.

Manufacturer narrative:
Date of event: unknown. Initial reporter first name: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insyte autoguard pnk 20ga x 1.16in was defective, and leaked. The following information was provided by the initial reporter: the patient was punctured with a jelco 20 catheter, however, serum leakage was found during insertion of the puncture, puncture was removed, and the catheter was found to be defective. Hole in the silicone catheter.